Manufacturer narrative:
Na

Event description:
The international customer reported the ventilator would not operate on ac power. The ventilator was not in use on a pt and therefore there was no pt involvement or harm. The respironics service tech confirmed the reported problem. The service technician replaced the power supply to correct the problem. Extended self testing was completed and the unit passed per operating specifications. Factory analysis of the power supply reported arcing on the snubber pcb board. This type of failure may contribute to a vent inop condition. Vent inop, when in use, will stop providing ventilatory support to the pt.